Event description:
(B)(4). Initial report: this case was reported by a hospital physician and involves a female pt. After treatment with poly-l-lactic acid (sculptra, location: area of cheek), she developed tactile nodules. Corrective treatment included triamcinolone (intralesional). Outcome: ongoing. Additional info received on 10/06/2008. (B)(4): batch record review without hint to root cause; no faults, damages, defects detectable.

Manufacturer narrative:
Conclusion: no faults detectable.